Event description:
Lar procedure. Cs29 dluy was closed into firing range and fired. Dlu was removed from flexshaft and leak was observed on anastomosis. The distal tissue ring was incomplete and 2/3 of the anastomosis had to be manually oversewed.